Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input.

Event description:
Customer reported that the number on the insulin pump's screen began to scroll during bolus. Customer reported being unable to enter the bolus amount. Customer stated that she replaced the insulin pump's battery, and the keypad stopped responding. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.